Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. Prior to the procedure, a pericardial effusion was noted on baseline transesophageal echocardiography (tee). A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The transseptal puncture (tsp) was performed using the watchman trusteer sheath and versacross connect. The physician gained access to the left atrium (la) using the rf wire. The was moved across septum smoothly. Phillips intracardiac echo (ice) catheter moved across septum and recorded pre-measurements of laa. Pigtail was inserted through was sheath and parked in the laa. Angiogram was taken on fluoroscopy with contrast. The physician decided on 27mm wds. After device was properly prepped it was inserted through was sheath for deployment. The physician did 3 partial recaptures and evaluated the device. Upon evaluation, the physician decided the compression and shape of device was not adequate and decided to downsize to a 24mm wds. The 24mm wds was opened and prepped then inserted through the same was sheath. The closure device was partially recaptured 3 times. On the final deployment the physician and clinical team began examining the device when it was noticed the patient blood pressure had dropped. The physician did an effusion sweep and determined the initial effusion was bigger than initial images. The closure device was released in the laa. A pericardial tap was then performed to treat the effusion removing 200ml of fluid which was transfused back to the patient. Physician set a 5-minute timer to monitor effusion size, and which did not increase in size. The patient vitals improved and a drain was placed. The patient was admitted to the hospital for monitoring.